Event description:
It was reported that the patient reported that for the past three weeks she has been experiencing a clicking and crunching and also a squeaking noise from her left hip. Patient also stated that the noise is very prominent audible to other people.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.